Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4.0x30 .014 aviator + percutaneous transluminal angioplasty (pta) balloon was used. During inflation of the balloon in vivo, a rupture occurred, and it was subsequently withdrawn. The balloon ruptured below the rated burst pressure (rbp). There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU). No abnormalities noted prior to use and normal preparation maintaining negative pressure. The intended procedure was carotid artery stenting for carotid artery stenosis with approximately 75% stenosis, moderate calcification, and moderate vessel tortuosity. The device was not used for chronic total occlusion. No resistance was encountered during insertion through the rotating hemostatic valve or guide catheter; however, slight difficulty was reported when advancing the balloon catheter through the vessel and crossing the lesion. The catheter did not experience acute bending or kinking. A 1:1 contrast-to-saline ratio was used. The procedure was completed using another carotid balloon along with a guiding catheter and embolic protection device. The device will be returned for evaluation.